Manufacturer narrative:
(B)(4). Approximate age of device- 82 days. The pump was explanted and will not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on an unspecified date with abdominal pain, general malaise and diarrhea. On (B)(6) 2017, the patient was diagnosed with an infection. Diagnostics revealed fluid and air surrounding proximal aspect of vad outflow cannula and driveline. There were no abnormal standings or fluid collections along driveline through its course in abdomen. The patient was started on intravenous daptomycin, meropenem, and micafungin. On (B)(6) 2018, the patient underwent a pump exchange for the infection. No additional information was provided.